Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that high, out-of-range measurements were noted on the right atrial (ra) channel of this pacemaker. Fluctuations in impedance and noise were also reported on the ra channel. The ra lead was surgically abandoned and a new ra lead was implanted. Measurements on the chronic right ventricular (rv) lead were stable. This device remains in service. No additional adverse patient effects were reported.